Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation it was observed that piece of the optic was missing. The leading and trailing haptics were intact and the lens was therefore left in situ. The healthcare facility has advised rayner that the patient will undergo an additional surgery to explant and exchange the lens. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not returned to rayner. The rayone preloaded iol injection system risk matrix identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone trifocal toric rao613z batch 093224481 showed that all manufacturing and quality checks were conducted with successful results. Without the ability to examine the device and without clear event details being provided it is not possible to establish the root cause of the event.

Event description:
On 27th february 2026, rayner received notification from a healthcare facility in brazil of an event that occurred during use of a rayone trifocal toric rao613z. The event description provided states that following implantation into the eye a piece of the optic was observed to be missing.